Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with a low vault. The lens was removed and replaced intraoperatively with a different diopter lens and problem was resolved. Reportedly, "the first icl is vertically implanted and the second lens is placed horizontally." Cause of the event was reported as unknown.

Manufacturer narrative:
H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specification. Secondary surgical intervention to remove/replace/reposition the lens. Claim# (B)(4).